Event description:
It was reported that the customer was hospitalized for low blood glucose levels and a diabetic coma. No troubleshooting was performed as the customer was not available at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.